Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is based on the customer's report of "about one month ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device in which upon inserting a strip into the meter, it does not request the sample to be applied. The customer experienced symptoms of dizziness, thirst, discomfort, and loss of consciousness. The customer received treatment of orange juice provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered in section b3 is based on the customer's report of "about one month ago." This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device in which upon inserting a strip into the meter, it does not request the sample to be applied. The customer experienced symptoms of dizziness, thirst, discomfort, and loss of consciousness. The customer received treatment of orange juice provided by a third-party. There was no report of death or permanent injury associated with this event.